Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general the customer is required to inspect the device for defects, check the function of all devices, and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer visera pro video system center is having no image issues, ¿losing image and has static." The customer believes it is the rectangular socket. The reported issue was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.